Manufacturer narrative:
A ge rep evaluated the system and placed a cable on order, but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported there was a loss of live image. No pt injury was reported.